Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the damage to the device was confirmed. The cause of the damage was not established however, it is possible excessive force was applied. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states: ¿do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found: due to wear of the angle wire, bending angle in up direction did not meet the standard value. Adhesive on the bending section cover was detached, chipped, and cracked. Elevator channel plug was loose. Adhesive around the objective lens was peeled. Connecting tube was scratched and wrinkled. The acoustic lens and objective lens were scratched. Due to wear of the forceps elevator, the up/down knob could not be locked securely. The protector of the universal cord on scope connector side was scratched, the protector of the universal cord on the control section side had a scratch, and the acoustic lens was damaged(damage level; does not reach to the glue-layer). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gatrovideoscope exhibited the tip lid fixing screws were peeled off. There were no reports of patient involvement.